Event description:
Sorin group deutschland received a report that the level sensor control stopped the arterial pump. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) mfrs this level sensor. This incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that the level sensor control stopped the arterial pump. There was no report of pt injury. The level sensor was returned to sorin group (B)(4) for eval. Testing of the returned sensor found a damaged transistor and a cut in the sensor cable. Sorin group (B)(4) has determined that the damaged transistor was likely caused by a short circuit from the damaged cable. The cause for the damage to the cable could not be determined. Any further info will be included in a follow-up report.